Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a (B)(4) transmission showed a vf episode suspected to be detected due to noise on the vf channel. Further review of the stored egm showed some high ventricular rhythm, but also the possibility of some noise. The patient was asked to come in for further testing, but he refused. The patient had just been in the hospital for an unknown reason, and it was suspected that the noise events may have been associated to the patients hospital stay. Further information is not available at this time.